Event description:
My wife has done a covid 19 test through her work place and result came positive from this place. I can not trust that and I did another 2 check ups on my wife and we everybody had to under go on covid test. All the test result came negative including my wife, because of this false information our family - everybody lost 1 week work and had to face so many problems on this. This is a 100 % negligent on their part. There is no number to call them. FDA safety report ID# (B)(4).